Event description:
It was reported that the anesthesia system had a "valve error". There was no patient harm reported. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6888520. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 05/31/2021, corrected manufacturing date: 04/23/2021.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. It was reported that there was a valve error but we have not obtained any information about what kind of valve it was and how it affected the anesthesia system. No logs have been received and no parts have been returned. The received service report states that the problem was solved by closing the co2 absorber and replacement of the water trap receptacle gaskets. After successful testing, the anesthesia system was cleared for clinical use: our conclusion is that the co2 absorber issue and the water trap receptacle gasket issue caused the reported valve error.